Manufacturer narrative:
Concomitant medical products: product ID 388928 lot# 0208659882, implanted: (B)(6) 2014, explanted: (B)(6) 2020 product type lead please note that this section has been updated at this time. Please note that method code 4117 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was replaced on (B)(6) 2020. It was noted there was ¿no injury to the patient¿ following the procedure. There were no further complications reported or anticipated.

Manufacturer narrative:
Please note that this section has been updated at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0208659882, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 29-jul-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that once the lead was successfully disconnected from the patient¿s implantable neurostimulator (ins), it was found the lead length available to connect to the new ins was very short. The issue was identified during a routine ins replacement procedure. The hcp was unable to ¿free¿ any more lead length and she struggled to attach the lead to the new ins. It was stated that ¿strain appeared to be applied to the lead to connect it¿ and that this was action was performed despite the hcp being advised that this my cause lead damage. It was noted the lead¿s silicone casing appeared to be pulled back and that all lead wires were exposed at that time; however, the hcp reported that this was apparent when she first opened the ins pocket. Pre-operative impedance testing showed that all electrodes were within range, except electrode pair 0-3, which was <(><<)>50 ohms. It was noted the patient had not been using this electrode pair however. The hcp was ¿unable to connect correctly the damaged old lead to the new ins¿ at the time of report and since the hcp did not have time to do a lead replacement, the patient was to be booked for one ¿soon.¿ the patient¿s old lead was screwed into the new ins in a position where the electrodes were not lined up correctly; the patient¿s stimulation was left off. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.